Manufacturer narrative:
H.6. Investigation: one sample was received by our quality team for evaluation. Upon visual inspection, it was observed that the sample had a dented adapter inner luer; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the investigation, the inner luer could have been dented while going through the pick and place and then the picker becoming jammed. The manufacturing process was reviewed and it was found that the spring of the picker device was broken during production.

Event description:
It was reported that during use of the bd angiocath¿ plus IV catheter the push off tab is broken. The following information was provided by the initial reporter: during IV therapy, push off tab of angio cath 24g is broken. Blood is come out from push off tab.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd angiocath¿ plus IV catheter the push off tab is broken. The following information was provided by the initial reporter: during IV therapy, push off tab of angio cath 24g is broken. Blood is come out from push off tab.